Manufacturer narrative:
H3 : product analysis :no conclusion can be drawn. An overheating test could not be conducted due to another device malfunction of bearing misaligned so unable to perform the temperature test. The likely cause of the failure could not be determined. It was noted also that the laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment had temperature raise it was reported there was no patient impact. Additional information was received stating that detached bearings were found during evaluation.